Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call audio/beep anomaly. Customer's blood glucose level was 245 mg/dl. Customer advised the insulin pump has a high pitch tone and frozen screen. Troubleshooting for the constant tone on the device was performed. Customer advised they are having high and low blood glucose levels, lost sensor alarm and they get a constant tone on the device. Customer had threshold suspend triggered and was able to clear it. Customer advised they are reporting a past event. Customer was able to clear the alarm and resolve the issues by pressing the esc and act buttons and removing the battery and placing it back in. Customer was able to pass the self-test and change the previous settings on the device. Customer declined to troubleshoot for the high/low blood glucose levels and lost sensor alert. Customer will adjust their settings with their doctor to better stabilize their blood glucose levels.